Event description:
Product problem: the contralateral torque catheter did not engage on the contralateral capsule barb. The contralateral torque catheter was short and did not engage on the contralateral capsule barb. There was also difficulty advancing the contralateral wire due to poor separation of the fusion joint. There was no patient consequences and the implant outcome was successful.